Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a vacuum alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) found average pressure intermittently below acceptable level, fluctuating between -175 and -176. Isolated drive manifold as cause of the problem. Fse also found on/off switch to feel "gritty" when switched on or off. So he replaced drive manifold and on/off switch. Performed functional check and safety test then returned unit to clinical service.

Event description:
N/a.